Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to hypotension, a stomach infection, and a foot infection. The patient was reportedly discharged home with hospice care on (B)(6) 2025, and discontinued rrt the same day. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to hypotension, abdominal pain, and a right diabetic foot ulcer. A peritoneal effluent fluid culture (no growth) and cell count (wbc elevated, results unavailable) were collected in the emergency room, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. It was also discovered the patient¿s hypotension was due to dehydration from poor oral intake, and she was given intravenous (IV) hydration (drug, volume unavailable). Additionally, the patient received news on (B)(6) 2025 that the diabetic foot ulcer had turned necrotic, and a below the knee amputation would be required. The patient was unwilling to allow her leg to be amputated, therefore a family meeting was held on (B)(6) 2025, and the patient decided to enter hospice care. The patient was discharged home on (B)(6) 2025 in stable condition and discontinued all medications, dialysis, and treatments on the same day. The patient passed away peacefully at home with family present on (B)(6) 2025. A non-urgent call was placed to emergency medical services and the patient was transported directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest secondary to withdrawal from dialysis (hospice). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypotension, peritonitis, necrotic diabetic foot ulcer, cardiac arrest and death, as the patient was not undergoing ccpd therapy when she expired. On (B)(6) 2025, the patient was informed that a right below the knee amputation would be required to treat the diabetic foot ulcer, at which time the patient decided to enter hospice care. The patient was discharged home on (B)(6) 2025 and passed away peacefully at home with family present on (B)(6) 2025. The pdrn stated the primary cause of death was a cardiac arrest secondary to withdrawal from dialysis. Hospice care is clinically defined as a medical intervention, with the expected outcome being the patient will expire as a result. Per the pdrn, the serious adverse event(s) was unrelated to any fresenius device(s) and/or product(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to hypotension, a stomach infection, and a foot infection. The patient was reportedly discharged home with hospice care on (B)(6) 2025, and discontinued rrt the same day. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to hypotension, abdominal pain, and a right diabetic foot ulcer. A peritoneal effluent fluid culture (no growth) and cell count (wbc elevated, results unavailable) were collected in the emergency room, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. It was also discovered the patient¿s hypotension was due to dehydration from poor oral intake, and she was given intravenous (IV) hydration (drug, volume unavailable). Additionally, the patient received news on (B)(6) 2025 that the diabetic foot ulcer had turned necrotic, and a below the knee amputation would be required. The patient was unwilling to allow her leg to be amputated, therefore a family meeting was held on (B)(6) 2025, and the patient decided to enter hospice care. The patient was discharged home on (B)(6) 2025 in stable condition and discontinued all medications, dialysis, and treatments on the same day. The patient passed away peacefully at home with family present on (B)(6) 2025. A non-urgent call was placed to emergency medical services and the patient was transported directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest secondary to withdrawal from dialysis (hospice). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.